Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample was provided for evaluation. Visual examination and leaking testing confirmed that the tubing had a cut near the insertion of the valve on the set. Stress marks were also observed on the tubing, indicating that excessive force was applied to the bonded joint. Based on the evaluation of the sample the reported defect is not confirmed to be a manufacturing defect. It was determined that the most likely cause of the disconnection was due to excessive force on the bonded joint of the extension set. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that, "space pump set 490100 leaked during chemo". No injury reported.